Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with a high threshold for the right ventricular lead. X-ray confirmed that the lead had dislodged. During operation the physician found the insulation of the lead had been damaged. The lead was explanted and replaced. The patient was stable.